Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A patient contacted global technical service (gts) regarding a high drain/call peritoneal dialysis (pd) nurse alarm (indicates the patient drained greater than 200%, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) during use, at the end of therapy. The patient stated the hcp originally alarmed system error 3002 and system error 2005. The patient did a manual drain and after the end of therapy the hcp alarmed high drain/call pd nurse. The patient stated that they would call the registered nurse (rn). There was no serious injury or medical intervention reported. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the high drain alarm. The rn stated they were not aware of the alarm but were aware of the situation on (B)(6) 2012. Product surveillance explained the alarms meaning. The rn stated that an overfill event did not occur. The rn stated the patient has been continuing therapy successfully since then. No patient injury or medical intervention was reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.